Manufacturer narrative:
The cause was isolated to the therapy pcb assembly.

Event description:
A customer contacted physio-control to report that their device would not recognize a connection through its defibrillation paddles. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer informed that they no longer wish to use the device and it was returned to the customer, per their request. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device would not recognize a connection through its defibrillation paddles. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.